Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer reported 8 false positive results of the cov-2 target on the alinity m resp-4-plex amp kit. The customer noted that on (B)(6) 2024, there was a group of samples with cycle threshold (CT) between 34 to 37 for the cov-2 target that was retested on another platform (bd max) with "not detected" results. The following results were questioned: sample ID (sid) 195939, result 35.69 sid (B)(6), result 36.10 sid (B)(6),, result 35.97 sid (B)(6), result 37.53 sid (B)(6),, result 34.82 sid (B)(6),, result 35.27 sid (B)(6),, result 36.65 sid (B)(6),, result 35.00 the customer reported the negative results. The customer confirmed that, regarding samples reported as discrepant, the aliquot of sample run on the alinity m instrument was different than the aliquot used in bd max platform to re-test the samples. The customer uses a pre-treatment before running on the alinity m instrument. The technical application specialist recommended to run some water samples and also to run some inactivation solution samples because they always use a pre treatment before running on the alinity m instrument. The customer confirmed the inactivation solution was contaminated. The physician did not question the reported results. The customer questioned the results since all of the samples had positive results with a similar CT number and all of them were tested at the same time. The samples were tested once on the abbott platform and once on the bdmax platform. There was no report of impact to patient management.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation: the file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977. The run passed the validity and acceptance criteria established. The product file sample evaluation for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 was unable to reproduce the customer's reported issue. Customer data review: customer result log files were reviewed. The assay met specification requirements as no error codes or flags were displayed for the run controls. The amplification curves of the complaint samples were reviewed. The amplification curves appeared normal and exhibited normal amplification for the sars-cov-2 analyte. A product deficiency was not identified by this review. Quality data review: device history record / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 (including the components) did not identify any issues that could result in the reported complaint. The quality control (qc) amp kit masterlot testing for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 met all validity and acceptance criteria. No issues related to the reported complaint were reported during qc testing. A product deficiency was not identified by this review. CAPA / non-conformance review: a lot specific CAPA search was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use. Additionally, a review of the part specific keyword search report was performed to identify any existing internal quality records which could result in the reported complaint during production or internal use records that were related to the reported complaint and part. The CAPA reviews did not identify any existing internal issues or nonconformances which may be related to the reported complaints. A product deficiency was not identified by this review. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant false positive results. Complaint trending was completed. A trend violation was not identified, and the upper control limit was not exceeded for product 9n79. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 400977 was not identified.